Event description:
It was reported that prior to starting a da vinci surgical procedure, the fenestrated bipolar forceps instrument was observed to have a frayed wire, used alternate device, no patient involvement. There was no allegation of harm or injury to the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.